Event description:
It was reported that liquid leaked out of the bd maxzero¿ needleless connector joints during the infusion. The following information was provided by the initial reporter, translated from chinese: "on the afternoon of (B)(6) 2022, the infusion was replaced with a transparent needle-free connector. After the replacement, everything was normal (no liquid leaked out of the infusion), and the tube was sealed after the infusion. At 9:00 on (B)(6) 2022, a large amount of liquid was found at the joints leaking out during the infusion. Check that the joints are intact and not loose, and immediately replace the transparent needle-free joints, and then use them normally. This adverse event has not caused any adverse reaction to the patient.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leaked out of the bd maxzero¿ needleless connector joints during the infusion. The following information was provided by the initial reporter, translated from chinese: "on the afternoon of november 18, the infusion was replaced with a transparent needle-free connector. After the replacement, everything was normal (no liquid leaked out of the infusion), and the tube was sealed after the infusion. At 9:00 on november 19th, a large amount of liquid was found at the joints leaking out during the infusion. Check that the joints are intact and not loose, and immediately replace the transparent needle-free joints, and then use them normally. This adverse event has not caused any adverse reaction to the patient."

Manufacturer narrative:
H6: investigation summary a mz1000 china product was not available for investigation; however, the customer indicated the complaint sample from lot 22015484. The feedback provided by the customer indicates leakage was detected from the maxzero device in connection with an arrow catheter after several hours of infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015484 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that liquid leaked out of the bd maxzero¿ needleless connector joints during the infusion. The following information was provided by the initial reporter, translated from chinese: "on the afternoon of november 18, the infusion was replaced with a transparent needle-free connector. After the replacement, everything was normal (no liquid leaked out of the infusion), and the tube was sealed after the infusion. At 9:00 on november 19th, a large amount of liquid was found at the joints leaking out during the infusion. Check that the joints are intact and not loose, and immediately replace the transparent needle-free joints, and then use them normally. This adverse event has not caused any adverse reaction to the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jan-2023 . H6: investigation summary one mz1000 china product was received without packaging; however, the customer indicated the complaint sample was from lot 22015484. The feedback provided by the customer indicates leakage was detected from the maxzero device in connection with a cs-24301-e catheter during infusion. A visual inspection of the returned sample identified damage to the maxzero piston; furthermore leakage was observed from the male luer of the maxzero during pressure testing, which confirmed the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis of the maxzero confirmed the damage to the piston; however no further damage was observed to the component which may have contributed to the reported leakage. A closer inspection confirmed that the damage observed to the piston was consistent with the component having been accessed with a sharp object such as a needle. A review of the production process did not identify any potential sources for damage of this nature and a definitive root cause could not be determined. A review of the production records for lot 22015484 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product.